Manufacturer narrative:
The manufacturer previously reported that they received information alleging that the active exhalation solenoid valve test failed. Upon evaluation of the device by the bench repair engineer, the complaint was confirmed. The cause of the active exhalation solenoid valve test failure is a faulty active exhalation control module inside the device. The device is pending repair and is being sent back to the customer.

Event description:
The manufacturer received information alleging that the active exhalation solenoid valve test failed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.